Manufacturer narrative:
There was no death or serious injury associated with the defibrillation. The pt continues to wear the lifevest. Monitor sn (B)(4) and electrode belt sn (B)(4) were not returned to zoll for eval. A review of downloaded device data does not suggest any malfunction that contributed to the treatment event. Device manufacture date : monitor (B)(4) -01/2011 - resue; electrode belt (B)(4) - 03/2013 - reuse.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor reported that an (B)(6) yr old male pt was treated on (B)(6) 2014. The pt was asleep at home at the time of the event. Device flag files show that the lifevest detected an arrhythmia at 04:54:37 and delivered a treatment at 04:55:11 on (B)(6) 2014. The lifevest detected another arrhythmia at 06:58:16 and delivered a second treatment at 06:58:46. The rhythm at the time of the treatment is unk, as the ECG recording is not available for review. The pt does not remember being treated. The response buttons were not used during the event. The pt was taken to the hosp following the event and continues to wear the lifevest.